Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005, and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain and urinary problems. It was reported that patient underwent release of mesh due to urinary retention on (B)(6) 2005. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 5/26/2016. Additional information: age at time of event, date of birth, other relevant history. (B)(4). It was reported that following insertion the patient experienced endometriosis and adhesions.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005, and a mesh was implanted concurrently with lysis of adhesions, and cystoscopy. No additional information was provided.

Manufacturer narrative:
.